Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the within a week of the ins implanted, the patient went to the emergency room (ER) twice complaining of extreme pain from the shoulders up to the head. The rep reported that the patient then went to the surgical center complaining of the same pain. The rep reported that once the patient spoke to a physician about the pain, he told her it might be due to a dural tear. He told her it would seal itself after a couple of days and she would feel better. The rep reported that at the patient¿s first post-operative appointment, she was feeling much better, but an impedance check revealed electrodes 2 and 9 were out. The rep was able to program around them and get the patient the coverage she needed. It was unknown what factors could have led to the issue. The rep reported that they were hoping after the lead was scarred into place and had time to settle down, it would return back to a normal impedance. No further complications were reported.